Manufacturer narrative:
H6 investigation type and component codes were updated accordingly based on the completed investigation. The device was not returned. The cause of the major bleed was not determined due to insufficient clinical details and no product return. The cause of the epistaxis was not determined due to insufficient clinical details and no product return. The cause of the thrombocytopenia was not determined due to insufficient clinical details and no product return.

Manufacturer narrative:
Additional information received for d6 explant.

Event description:
Additional information was received indicating that the impella device was explanted.

Manufacturer narrative:
The impella device was not received from the customer as it is still in use. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
Clinical review/rationale: an impella 5.5 was placed via axillary graft access to support the 63 year old male patient who had been admitted in for a planned surgery, a bypass/CABG, with known coronary artery disease and diabetes. Any other underlying medical history or comorbidities are unknown. The 5.5 was supporting when on day 4 there was bleeding observed. The patient had chest tube bleeding and nose bleed/epistaxis. The team saw platelets to be low which is indicative of thrombocytopenia. As the patient was post-operative, there was no heparin anticoagulation. There has been no intervention for the bleeding or the thrombocytopenia and support continues. Bleeding is a known risk associated with impella support as described in the instructions for use and may be influenced by patient-specific factors.

Event description:
It was reported that the bleeding issues were resolved. Physician team cited it was related to the patient being post cardiac surgery. No blood products were required. The patient remained on heparin throughout the pump run except for a few days while the patient was having increased output from the chest tubes. Once that resolved, heparin was resumed without issue.

Manufacturer narrative:
B5 updated with additional information received from the clinical site.